Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the fse was informed by the customer's biomed that the cs300 intra-aortic balloon pump (iabp) had a broken iab luer fitting. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp in which the customer observed the damaged iab fill port luer fitting broken off from the connector, to fix the issue the fse replaced the luer fitting and that corrected the failure. The fse then performed preventative maintenance (pm), all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6)hospital.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a broken iab luer fitting. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.